Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 0.5 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. The customer was incapacitated and required assistance. A manual insulin injection was administered to address bg.